Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noted that either the right atrial (ra) lead or the right ventricular (rv) lead had migrated over the device in the pocket. The pocket was revised and the leads were tucked behind the device. Both leads remain in use. No patient complications have been reported as a result of this event.